Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), approximately 1 year post tavr, the patient presents with worsening shortness of breath (sob), heart failure and as of this morning positive blood cultures. The patient had a 23mm sapien 3 ultra resilia implanted inside of a failed 23mm magna. At the time, the aortic valve in valve was successful with trace residual pvl. The valve is now stenotic with moderate to severe aortic insufficiency. Upon follow up, the vcc advised that the blood cultures: abiotrophia defectiva ' susceptibility reports pending. No re-intervention at this time. Mild focal thicken of the valve leaflets at coaptation but otherwise normal excursion or opening. The actions taken was to repeat tee (report pending) to definitely rule out prosthetic valve infective endocarditis. Dc apixaban, start lovenox to warfarin bridge with long-term warfarin goal of 2-3 inr, along with aspirin 81mg daily. Continue ceftriaxone for 6 weeks as of first date of sterile blood cultures. The remains inpatient in stable condition. The "moderate/severe aortic insuffiency", per tee 'narrow paravalvular regurgitation seen in transgastric views only. Unable to properly quantify as this was not demonstratable on short axis views at midesophagus.'

Event description:
As reported by a field clinical specialist (fcs), approximately 1 year post tavr, the patient presents with worsening shortness of breath (sob), heart failure and as of this morning positive blood cultures. The patient had a 23mm sapien 3 ultra resilia implanted inside of a failed 23mm magna. At the time, the aortic valve in valve was successful with trace residual pvl. The valve is now stenotic with moderate to severe aortic insufficiency. Upon follow up, the vcc advised that the blood cultures: abiotrophia defectiva ' susceptibility reports pending. No re-intervention at this time. Mild focal thicken of the valve leaflets at coaptation but otherwise normal excursion or opening. The actions taken was to repeat tee (report pending) to definitely rule out prosthetic valve infective endocarditis. Dc apixaban, start lovenox to warfarin bridge with long-term warfarin goal of 2-3 inr, along with aspirin 81mg daily. Continue ceftriaxone for 6 weeks as of first date of sterile blood cultures. The remains inpatient in stable condition. The "moderate/severe aortic insuffiency", per tee 'narrow paravalvular regurgitation seen in transgastric views only. Unable to properly quantify as this was not demonstratable on short axis views at midesophagus.' Additional follow up was received by the vcc and the hospital course has been complicated by abiotrophia defectiva bacteremia. A tte showed thickened and abnormal prosthetic aortic valve with evidence of aortic, mitral, and tricuspid regurgitation, moderate pulmonary htn. Tee (9/6) showed lvef 55 to 65%, bioprosthetic aortic valve with paravalvular regurgitation, no obvious thrombus, no vegetations. A repeat tee showed normal lvef, paravalvular regurgitation, mildly reduced rv systolic function, mild mitral valve regurgitation, no vegetations. Repeat surveillance cultures were taken and showed no growth. The patient was followed by infectious disease and PICC line placed on for long-term antibiotics. The patient will remain on IV ctx 2 g every 24 hours until 10/21. Gentamicin 3 mg/kg every 24 hours was added to regimen on and will be continued until as well. Outpatient follow-up with infectious disease is scheduled. Upon review of additional medical records, central leak, stenosis and halt were identified.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical record review and engineering evaluation findings, sections g6, h2,b5, h6: component codes, device codes, type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigation's include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for stenosis, halt, and central regurgitation are confirmed based on the medical report. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, 'approximately 1 year post tavr ['] the valve is now stenotic with moderate to severe aortic insufficiency. ['] gradient (peak/mean mmhg): 70/41 mmhg and valve area/index (cm^2): ava 0.6cm2, avai 0.3 cm2/m2. Mild focal thicken of the valve leaflets at coaptation but otherwise normal excursion or opening.' Additionally, 'upon review of medical records, central leak [was] identified.' In this case, the patient medical record reported hyperlipidemia, which is a known risk factor for valve degeneration, including leaflet thickening. As such, available information suggests patient factors (hyperlipidemia) may have contributed to the complaint event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the thickening of the leaflet could reduce the effective orifice area of the valve, resulting in stenosis. As such, available information suggests that patient factors (thickened leaflet) may have contributed to the complaint event. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the patient had leaflet thickening and stenosis, which can affect the proper coaptation of the leaflets and lead to central regurgitation. As such, available information suggests that patient factors (stenosis, leaflet thickened) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.